Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 79 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, and cracked reservoir tube window.